Manufacturer narrative:
On 19sep2023, the field service engineer (fse) replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation. The pil technician evaluated the part in the pil test device and confirmed that the backup alarm failed alarm was in the event log dating back to the time of the event. The occurrence of an alarm failure of the associated error code could not be duplicated at the pil during the bootup of the device or during standard operating of the cpu pcba. The cpu pcba passed all engineering testing and all voltages required for the proper operation of the device were well within specification. The ls1 was verified to not short or open and functioned with 10 volts direct current (dc) applied. With the device in a no power/hardware power fail state, the pil technician allowed the visual and audible backup alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The pil technician's evaluation of the returned part result in no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: on 30jul2023, a field service engineer (fse) stated that the 1104 (check vent: backup alarm failed) error code could not be duplicated. However, in the device event log the 1104 error code was confirmed. This error code is considered by the fse to have been caused by the central processing unit (cpu) printed circuit board assembly (pcba). The part replacement and device repair are pending the completion of an order by the customer. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failure. The customer informed the philips sales representative the device issue backup alarm failure occurred while in use on a patient. There was no patient harm or delay in therapy, and the customer did not disclose any of the patient information. When the sales representative arrived at the customer site, the device issue could not be reproduced, but the backup alarm failure was confirmed within the device alarm log. The device experiencing the backup alarm issue was replaced with another v60 ventilator. It was stated that there was end of support after the product replacement, and good faith efforts (gfes) are being completed to clarify the statement. This investigation is ongoing.